Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident and 482 mg/dl. The customer treated high blood glucose with syringes. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer reports insulin exited at the quick release. Customer declined to perform high pressure test. Customer states they had trouble for auto mode. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident and 482 mg/dl. The customer treated high blood glucose with syringes. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer reports insulin exited at the quick release. Customer declined to perform high pressure test. Customer was not using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.